Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not opening. A field service engineer (fse) found that the board was not connected correctly. The fse re-seated the board connection and had the customer test the drawer, after which the drawer was verified to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer was not populating. The customer was unable to retrieve an item from the drawer, although the transaction was completed. A check in mql confirmed that the transaction had been recorded. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.